Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure the stent struts lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the proximal end and mid-section of the stent with stent struts lifted and misaligned. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 3.00x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure the stent struts lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.